Manufacturer narrative:
Per t:slim x2 user guide (with cgm integration): keep the transmitter and the pump within 20 feet of each other without obstruction. The t:slim x2 g5 user guide states, ¿ensure that your transmitter ID is programmed into the pump before you use the system if you receive a warranty replacement pump. The pump cannot communicate with the transmitter unless the transmitter ID is entered.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over an hour. Reportedly, the transmitter was not being worn within line of sight of the pump. In addition, the transmitter ID number was not entered into the pump correctly. The customer entered the correct transmitter ID number into the pump and the customer moved the pump and transmitter within line of sight and connection resumed. No additional patient information was available.